Event description:
It was reported that during a laparoscopic nissen fundoplication procedure the tissue pad was separated from the clamp arm. The pad was retrieved. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information = after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.